Manufacturer narrative:
H10: additional manufacturer narrative:  updated section: b5. H11: corrective data: corrected section: h6 (result code).

Event description:
It was reported that a patient with a 27mm 2700 aortic valve underwent a valve-in-valve after an implant duration of 16 years, five (5) months due to unknown reason. The patient was high risk with an sts of 17 and a low ef of 25%. As reported, the esheath was inserted, the patient coded while the heart team was trying to cross the valve. The 26mm 9600tfx valve was already prepped onto the delivery system; however, the delivery system never made it into the patient. The team tried to resuscitate the patient. Unfortunately, the patient expired. There was no investigational evidence of premature failure.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, no response at this time. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable.  The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The patient died while using a medical product, but there was no suspected association between the death and the use of the product. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 2700 aortic valve underwent a valve-in-valve after an implant duration of 16 years, five (5) months due to unknown reason. The patient was high risk with an sts of 17 and a low ef of 25%. As reported, the esheath was inserted, the patient coded while the heart team was trying to cross the valve. The 26mm 9600tfx valve was already prepped onto the delivery system; however, the delivery system never made it into the patient. The team tried to resuscitate the patient. Unfortunately, the patient expired.